Event description:
The technician alleged that the head section will not go up. No alleged injury by account.

Manufacturer narrative:
The technician found the head section will not rise past thirty degrees. There were no alarms going off. The battery led was lit. The head section would not rise with the bed unplugged and operating the head section manually. The technician replaced the head up valve to resolve the issue.